Event description:
It was reported that a lack of radio frequency (rf) telemetry communication was observed between the implantable cardioverter defibrillator and programmer. A cybersecurity firmware update was performed, and the issue was resolved. There were no reported patient symptoms.